Event description:
Boston scientific corporation was informed that during a colonoscopy procedure, the clip would not deploy off the catheter. The physician removed this device and used another of the same device to complete the procedure with no pt complications. The pt status is "fine".

Manufacturer narrative:
The suspect device has been disposed. A device evaluation will not be performed; therefore, the cause of the reproted event cannot be determined.